Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: review of the black box showed no evidence of short battery life. Low battery warnings were observed in the black box due to normal battery usage. The pump powered on with the returned battery cap, which was able to fully tighten. Electrical current draws were determined to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. A battery life issue was not duplicated on investigation. Unrelated to the original complaint the battery compartment was cracked from thread area to case seal and the pump case was cracked in upper right corner of display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.